Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product requested, not yet returned.

Event description:
It was reported that during a femoral nail procedure, poor alignment between the jig and the nail was noted. It is not known if a delay in procedure resulted. It was further reported that the procedure was completed with difficulty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during a femoral nail procedure, the jig bolt would not connect. The procedure was completed, with alleged difficulty; however, no delay has been reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). The jig bolt was received for evaluation and shows signs of wear. The threads on the distal end have minor deformation, but most of the damage on the thread appears to be on the first few threads, and the hex head appears to have minor wear on the edges. The thread form was not inspected using a thread gage as the damage to the thread would likely cause the device to not pass inspection. This device is used for treatment. There were no additional related issues for this part and lot number combination. A definitive root cause of the reported issue cannot be determined with the information provided.